Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Customer states that she does not have any of the pen needles left to send back to us for investigation. Most likely underlying root cause: mlc-61- improper use/mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. Note 2: same customer with different lots (pen needles). Complaint 2 of 3.

Event description:
Consumer reported complaint for pen needle being bent or out of the cap, states that the last few packages some of the pen needles were not working properly. Customer states that for the last 5-6 months they have been having the issues were about 10 on the pen needles out of the lot does not work. Mom is calling on behalf of the customer. The customer did not report symptoms. Medical attention is not reported as a result of the customer concern. The product storage location is undisclosed. The pen needle lot manufacturer's expiration date is undisclosed.